Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to perform displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system alarm and excessive no delivery test due to blank display. The pump had extremely scratched display window, cracked battery tube threads and scratched reservoir tube window.

Event description:
It was reported via phone call that there was physical damage on the pump. The customer's blood glucose was 270 mg/dl at the time of incident. The customer stated that the pump looked cloudy and the screen was all scratched up. He stated that about a month ago the pump turned off and it took him 3 batteries to get it to turn on. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.